Manufacturer narrative:
Additional information: section a-3b patient gender: male was provided as the answer. Section a-5 patient ethnicity: white/caucasian was provided the answer. Section d-6a date implanted: not applicable as the iol was removed and replaced during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the initial procedure; therefore, not explanted. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - impact code: 4625 incision enlargement section h-6 health effect - clinical code: 4581 incision enlargement all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Defective hazy lens was reported by the physician following complete insertion of the pre-loaded drt375 model intraocular lens (iol). The iol was removed during the same procedure and replaced with a back-up drt375 15.0 diopter iol that was was implanted in the patient¿s ocular sinister (left eye). During the procedure, there was no serious patient injury, sutures, nor vitrectomy however, the incision was enlarged. Patient prognosis post-procedure was reported as post-op day 1 healing within normal limits (wnl). The suspect iol is not available for return as it was discarded. No further information is available.